Event description:
It was reported that the customer's blood glucose level was 488 mg/dl. The infusion set was not delivering insulin. She received a no delivery alarm. When she changed her infusion set, she reported blood squirting out. The site showed signs of infection. The site was sore. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.